Event description:
It was reported during catheter placement with the vps, that the catheter was confirmed to be in the patient's caj but there was no blue bullseye present on the console. When in the caj, the orange symbol was solid and did not change. An x-ray was performed and confirmed the catheter location. There was no delay in treatment and no pt death or complications reported. It was noted that the ECG did not calibrate successfully.

Manufacturer narrative:
(B)(4). Add'l info: the console was swapped out for the customer.